Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The device was explanted on (B)(6) 2016, and the patient was implanted with a new device during the same surgery.